Event description:
Per the clinic, the patient experienced hypertrophic scarring at the abutment site (date not reported). Subsequently, the patient underwent a skin revision surgery on (B)(6) 2021 and the patient was treated with steroid injection (specific date and duration not reported).